Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic and post-paced t-wave oversensing was observed. Programming changes were made in clinic. No further information available.